Event description:
Serratia marcescens bacteremia. Pt had central vascular access catheter that was being maintained with heparin. Product used for maintaining line included bd heparin syringe that was part of a voluntary recall for serratia marcescens. Dose or amount: 5 ml millilitre(s), daily, intravenous. Therapy start date: (B)(6) 2018; therapy end date: (B)(6) 2018.